Event description:
Reportedly, when repositioning the lead, the setscrew was unscrewed but difficulties were met to get the lead out of the connector. Finally, the lead was repositioned but it was impossible to tighten the lead again because the setscrew was completely unscrewed and out of the connector (and it was impossible to reintroduce correctly the setscrew in its terminal block). The device was returned for analysis.

Manufacturer narrative:
(B)(4), 2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.